Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced hands shaking and chest pain and then she started to experience seizures. The cgm was reading 80 mg/dl and was reported inaccurate, although there were no bg values reported as the patient did not have any bg sticks. No one was with her during the event. She did not call for medical help or ask assistance from someone. After the seizures she felt very weak, tired, and just went to sleep. There was no documentation about any treatment administered. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced hands shaking and chest pain and then she started to experience seizures. The cgm was reading 80 mg/dl and was reported inaccurate, although there were no bg values reported as the patient did not have any bg sticks. No one was with her during the event. She did not call for medical help or ask assistance from someone. After the seizures she felt very weak, tired, and just went to sleep. There was no documentation about any treatment administered. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.